Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to possible infection. Reportedly, the was patient complained of a large lump at the implant site and stated that the device was somewhat sticking up. There were no additional adverse patient effects reported. This lv lead remains in service.